Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. Customer reported blood glucose (bg) level ranged up to 300-350 mg/dl, with moderate ketones. Customer administered manual insulin injections to address bg. Customer changed supplies to address occlusion alarms, and resumed insulin delivery.